Manufacturer narrative:
Suspect medical device, genvisc 850 sodium hyaluronate (ha) 10 mg/ml with a UDI (B)(4), was manufactured, tested and released by tedec-meiji farma according to FDA approved processes and specifications. (B)(4) as part of the release of the product to the us market and additionally when evaluating this case, reviewed product components-release documentation (e.g. Bulk ha and syringe primary package, among others) as well as manufacturing batch records, product testing, and release documentation. In addition, as part the device design shipping study protocol, upon product arrival to the warehouse, in (B)(4) USA, genvisc 850 was retested for ha content and for sterility. Through out these series of evaluations, genvisc 850 complied with all the requirements of sterility, ha content as well as all the other specification required for release of the product to the us market. No findings were observed that would indicate that there is and issue with the suspect medical device in relation to product manufacturing process and release compliance.

Event description:
(B)(6) clinical operations supervisor reported to the ae assessor that the pt presented to the clinic (B)(6) 2016 with increased left knee pain, swelling in the left knee and difficulty ambulating related to left knee complaint. Pt reported the discomfort as a "lot of pain". Left knee aspirate was done (B)(6) 2016 with 15 cc of serosanguineous fluid removed and a toradol injection was given for pain management. Pt returned to the clinic on (B)(6) 2016 and was scheduled to start physical therapy and was instructed to bring in knee orthotics for refitting. Diagnosis at the (B)(6) 2016 visit was "knee pain", no effusion and pt. Was scheduled to return to the clinic for a follow-up visit on (B)(6) 2016. Pt pmhx is positive for osteoarthritis diagnosis and genvisc 850 series completed around (B)(6) 2016. Pt did not keep her (B)(6) 2016 follow-up visit so no further information is available for this investigation. Pt pmhx of osteoarthritis is a likely contributor to the left knee swelling and pain, however genvisc 850 cannot be excluded as a contributory factor at this time. This case will be closed as serious due to medical intervention for swelling and pain mgmt. The clinic informed the ae assessor that they do not send out fluid samples for further testing when visual inspection of the fluid indicates serosanguineous fluid. This case is limited in investigation and will be closed without further follow-up from the ae assessor. Based upon the information provided there is no remedial action required.